Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high, out-of-range (oor) shock impedance. The physician opted to monitor the patient. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that the rv lead was explanted due to noise. It was reported that an impedance issue was noted during explant. A local field representative, however, was unable to provide any further information. A new rv lead was implanted and the ICD remains in service. No additional adverse patient effects were reported.